Event description:
After placement of the three-piece modular system, post angiogram noted a proximal type I endoleak. It appeared that the main body graft had landed a little low from the desired location. The main body extension was extended three millimeters inside the main body graft in order to provide additional coverage at the proximal sealing stent. Good placement, endoleak resolved.